Event description:
Info received on 8/13/96 indicates a pt began complaining of nocturia 16-20 days post-operative. Unable to obtain add'l info. A revision surgery has not been determined at this time.